Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that foreign objects in the plastic distal end cover (c-cover), bending section cover (a-rubber), and adhesive on the bending section cover occurred because the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from biopsy channel. The foreign material could not be identified. The event can be detected/prevented by handling the device in accordance with the following instructions for use: instructions for use states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the plastic distal end cover (c-cover), bending section cover (a-rubber), and adhesive on the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.